Event description:
It was reported that during an attempted upgrade to a biventricular pacing system, the physician was unable to implant a left ventricular lead. The lead was no longer used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis of the lead found normal lead characteristics.